Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned (1) open pen needle without the tear drop label or inner shield. Customer states that the needle was blocked. The returned pen needle was examined and exhibited a bent non patient end of the cannula which could prevent medication from flowing through the cannula. Unable to perform DHR check due to unknown lot number for needle clog. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula). Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples.

Event description:
It was reported that a unspecified bd¿ pen needle had a blocked needle.